Event description:
It was reported customer noticed stylet/rubber stopper bulged when flushing. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regn3997 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (regn3997) have been reported from the same facility.